Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the ralp was screwed into myocardium several times but dislodged during tension test. On the last fixation attempt, the physician noted resistance trying to go into long tether mode. While in short tether mode, the delivery catheter prematurely release the ralp. The ralp was successfully screwed into the location it had prematurely released. The patient condition was stable following the procedure.